Event description:
It was reported that there is a rupture suspected in sensation plus 50cc. No harm to the patient was reported.

Manufacturer narrative:
Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.